Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 18 days after catheter insertion, during dialysis session, blood leakage was observed at the junction of red (arterial) extension tube and bifurcate where a crack noted. The dialysis session was terminated, blood loss was less than 2ml and blood transfusion was not required. The faulty catheter was removed and replaced with new catheter with similar model number (same lot) on the day of the event. Post dialysis session was completed successfully. No other intervention/treatment required as a result of the leakage. The clamps were moved to a new location after treatment. No other products being utilized with the device. Nothing unusual observed prior to treatment. Flushing was done successfully. Betadine and chlorhexidine were used as cleaning agents on the device. Chlorhexidine was typically utilized to clean the adapters. Neosporin was utilized as ointment at the exit site. They utilized 3m tegaderm as the wound dressing. The cleaning agents were allowed to dry thoroughly prior to dressing the area and prior to applying ointment to the area. The patient was not responsible for any type of catheter maintenance. The cleaning agents never switched over the life of the catheter and never mixed. The site never used sepsiderm to clean the catheter. There was no protocol change for cleaning agents used recently. The patient themselves was not using any type of cleaning agent or antibiotic on the catheter. The catheter was not repaired. There was no leak. Tego was not utilized. There was no luer adapter issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for analysis. Visual inspection noted the catheter appeared to be intact and no holes were noted. Functional evaluation noted the catheter was submerged into a water bath to test leakage. A syringe was used to inject air and no air bubbles were present, showing there was no leak. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The reported condition was not confirmed. The investigation determined that the product tested within specifications and performed as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.